Event description:
It was reported by the affiliate that during a sigmoid resection procedure, the instrument misfired which resulted in an incomplete cut. The case was completed with no patient consequence.